Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. Note: UDI number is unknown as the model number and lot number were not provided by the initial reporter.

Event description:
The following information was reported: "I am a clinician and I am writing regarding a patient who underwent a procedure using a common femoral access and a 6f sheath, and closure was attempted by a very experienced practitioner using the mynx system. This was unsuccessful and manual pressure was then applied to achieve hemostasis. Unfortunately the patient developed a cold painful leg a few hours later, and surgical exploration found intravascular peg material occluding her vessels". The aci distributor made several attempts to gather additional information regarding the event but the attempts were unsuccessful.